Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The symptoms include low grade fever, chills, redness and drainage at the site. The physician believed that the infection was procedure related. The patient was given oral antibiotics. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, lot #: 15598655, description: clik anchor. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The symptoms include low grade fever, chills, redness and drainage at the site. The physician believed that the infection was procedure related. The patient was given oral antibiotics. The patient was doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual test performed. There was no report of ipg malfunction in the reported complaint. (B)(4) device evaluation indicated that the lead body was cut and only proximal end portion was returned. Damage to the leads is a result of a typical explant procedure and it is not considered a failure. A review of the sterile records of the ipg and leads found no manufacturing defect as the source of the reported complaint.